Manufacturer narrative:
The device was returned and evaluated, and the customer allegation was not confirmed. The camera head passed all functional and leak tests. A supplemental report will be submitted upon completion of the investigation. Customer confirmed after additional follow up attempt that no further information could be provided.

Event description:
The customer reported to olympus that the hd autoclavable camera head does not work. There was no patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.